Manufacturer narrative:
This device is not sold or marketed in the united states; however, it is similar to the brand carpentier-edwards perimount rsr pericardial bioprosthesis, model# 2800, PMA# p860057/s001 there may be cases when a transcatheter intervention is indicated or performed. Although there are multiple root causes, valves are typically treated because they are not functioning optimally. A valve-in-valve procedure carries significant risk. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards received notification that a patient with a 25mm aortic valve underwent a valve-in-valve procedure after an unknown implant duration due to unknown reasons. A transcatheter valve was implanted. As reported, the patient died shortly after valve placement because of an acute and unexpected left coronary occlusion.

Manufacturer narrative:
H10: additional narratives: updated d4, h4, and h6 per new information received. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.